Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/09/2014 - medical records received. Upon revision, metallosis, corrosion under the trunnion, osteolysis, gray-green synovial tissue, and a large gluteus medius avulsion tearing were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 07/03/2014.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation alleges patient had pain and weakness, excessive metal debris and damage to the bones after asr hip implant.